Manufacturer narrative:
(B)(4). This lot was manufactured from july 14, 2013 - july 15, 2013. The device was received for evaluation. During visual inspection a black particle measuring approximately 0.05 mm in size was observed in the filter of the device. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate had a black mark on the bottom of the filter. The device was compounded with vancomycin. There was no patient involvement. No additional information is available.